Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument and found the cuvette ring temperature to be out of range. The cse replaced the heater filter board and discovered a cracked reaction bath basin. The cse replaced the reaction bath basin and level sensor, performed manual and auto alignments of the instrument. The cse performed an auto-check of the system and quality control (qc) was satisfactory. A technical application specialist (tas) was also dispatched to the customer site. The tas found that "hold results by exception" flag settings were disabled at the time of the event. The customized setting included unchecked flag for "cuvette temperature out of range" and other temperature related flags. The tas enabled the flags where patient results reporting will be held by the instrument when the cuvette temperature is out of range. The service actions performed resolved the reported issue. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed carbon dioxide, concentrated (co2_c) and creatinine_2 (crea_2) results were obtained using atellica ch 930 module. The initial results were reported to the physician(s). The repeat results using another atellica ch 930 module were correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2_c and crea_2 results.